Event description:
It was reported to boston scientific corporation that immediately following a successful anterior pelvic floor repair procedure, performed on (B)(6)2010, using an uphold vaginal support system, the patient experienced "severe" buttocks pain and numbness and tingling in the left leg. The physician removed the mesh assembly from the patient on (B)(6)2010, because he believed it caused the patient's symptoms. It was reported to boston scientific corporation on 05/07/2010, that the patient "...had absolutely no complaints and stated that her but pain had completely resolved and is fine....no complaint of pain whatsoever- only wanted to be sent home with motrin for pain med," but she still had a little numbness and tingling in her left leg. It was reported to boston scientific corporation on 05/10/2010, that the patient "...called with complaints of pain persisting." The physician put her on a medrol dose pack and an anti-inflammatory with pain medication (duration of medication unknown). Based on this development, the physician opined that the uphold mesh assembly did not cause the patient's symptoms after all. The patient was scheduled to have a follow-up examination on (B)(6)2010, however, no information concerning this appointment has been forthcoming.

Manufacturer narrative:
There is no available device code for explantation of the device.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that the patient is "doing fine and no problems were persisting from [the] uphold. Problems were of orthopedic nature."

Manufacturer narrative:
"Describe event or problem" has been updated with additional patient condition infomation from the physician.